Manufacturer narrative:
No further follow up is planned. Evaluation summary in 2012 a male patient experienced increased blood glucose. In november 2015 the patient reported that the injection screw on his humapen ergo ii device was "worn out" and "the injection button moves down like it slides." The investigation of the returned device (batch (B)(4), manufactured january 2008) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reported that he had used his ergo ii device from 2010. The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) chinese male patient. Medical history included cerebral infarction, renal insufficiency and stroke. Also human insulin as historical drug for the treatment of diabetes mellitus started and stopped in 2009. Concomitant medications included glipizide. The patient received an unspecified drug via a reusable device humapen ergo ii from 2010 to 2012. Generic and brand name, formulation, dose and administration frequency were not provided. And later received insulin lispro (rdna origin) (humalog) from a cartridge via the same reusable device (humapen ergo ii) 22 unspecified units each morning and 18 each evening subcutaneously for the treatment of diabetes mellitus beginning in 2012. On an unknown date in 2012, while humapen ergo ii was used, he was hospitalized because his blood glucose increased, it reached values above 30 (units and normal ranges were not reported), then insulin lispro therapy was started to treat this event. No additional information was provided regarding this event. Later on an unspecified date, insulin lispro dose was changed from 22 unspecified units each morning to 16 each morning, night dose remain the same. In (B)(6) 2015, insulin lispro was not administered due to breakdown of humapen ergo ii. Information regarding outcome of the events, action taken with unspecified drug that was delivered in 2012 via a humapen ergo ii and corrective treatment was not provided. Insulin lispro therapy continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model and reported humapen ergo ii were used for approximately 2 years. The device was returned on 18-dec-2015, and no malfunction was found. The reporting consumer did not have an idea about the relationship of the drug dose omission with insulin lispro and did not provide an assessment for humapen ergo ii and the unspecified drug it delivered in 2012. Edit 20-jan-2016: pc number 3529748 was received on 29-dec-2015 and processed accordingly. Correction from affiliate received on 11-jan-2016 regarding initial information reported on "(B)(6) 201", clarified case source was spontaneous since it was initially received. Changed case source from post-marketing to spontaneous and updated narrative accordingly. Update 10-feb-2016: additional information received on 09-feb-2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.